Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that for the patient being treated with centrimag, a thrombus was found adhered to the right atrium cannula.

Manufacturer narrative:
This event was determined to be supplemental information and investigation findings will be reported under MFR #: 3003306248-2026-00035.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombus adhered to the right atrium cannula could not be confirmed as no product or images were provided. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with the centrimag blood pump, lot number 10184555, could not be conclusively established. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The centrimag pump was not returned for evaluation. The relevant sections of the device history records for 10184555 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The us (united states) centrimag blood pump instructions for use (IFU) lists venous thromboembolism, arterial non-cns (non-central nervous system) thromboembolism as adverse events that may be associated with the use of the centrimag blood pump. The IFU contains the following additional warnings and cautions: IFU warning #15: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #10: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #14: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.